Event description:
Report received from the USA stating that the device "ceased up and gave an e2 error." There was no troubleshooting performed. The reporter was unable to provide information regarding the event or patient or user impact. There was a slight delay to retrieve another device, no specific time was available. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental reports will be sent. (B)(4).